Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset (por) message. The patient noted no falls, trauma, or recent environmental exposure were related to the issue. The patient noted the issue was discovered on saturday and they were currently at the healthcare provider¿s office. The patient noted they check the ins about every month. No patient symptoms were reported. No further complications were reported.